Manufacturer narrative:
(B)(4).

Event description:
It was reported that low hv lead impedance was observed when defibrillation test was performed during a device upgrade procedure. Programming changes were made. Patient was fine and will be monitored.